Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The leak was reported to have occurred 8-10 weeks prior to (B)(6) 2017. As the exact date is unknown, date has been defaulted to the first of the month from that time period. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during fill three of peritoneal dialysis therapy. Immediately prior to the leak, the patient received an m21 air detected in cassette error message. The patient canceled their treatment and subsequently noticed the fluid leak. The cause and location of the leak were unknown. It was verified that there was no medical intervention or patient injury as a result of the leak. The patient continued with peritoneal dialysis therapy following the leak without further complications. The cassette that had been used at the time of the leak was not available for evaluation. This event was reported by the patient eight to ten weeks following the actual occurrence. At the time this event was reported, the patient was advised to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to complete treatment until a new cycler was delivered, but the patient preferred to continue using the cycler. The patient has since received a replacement cycler and has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.